Event description:
Multiple eye infections threatening serious/permanent vision problems while using amo complete multipurpose solution for soft contact lenses. Infection reoccurred over a number of months. Treatment prescribed was the rx: neo/poly/hc opth solution. Infection reoccurred with the continued use of the complete multipurpose solution of soft contact lenses. Dates of use: 1 yr. Diagnosis or reason for use: contact lense storage- to clean, rinse, and stores. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.